Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user intentionally announced smaller-than-usual meal sizes to avoid hypoglycemia, leading to frequent intake of low snacks, and review indicated most breakfasts were announced as less than usual. Symptoms included hypoglycemia requiring carbohydrate intake. Outcomes included the need for troubleshooting and education, with the plan for a factory reset and additional training with a clinician to review settings and reinforce correct use. Investigation included review of uploaded reports and user-reported history, along with guidance to perform a factory reset and schedule training. Investigation of this case revealed user technique related to meal announcement size as the precipitating factor for recurrent lows, with device performance not implicated. It was concluded, based on previously established findings for similar reports, that user interaction and training needs were the likely cause, to be addressed through education and device reinitialization.